Manufacturer narrative:
The reported field event of bluetooth connection issue could not be confirmed. Final analysis found telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device to be normal. No anomalies were detected.

Event description:
It was reported that during device preparation, the new implantable cardioverter defibrillator (ICD) failed to be interrogated via bluetooth. The ICD was not used for procedure. There was no patient involvement.